Manufacturer narrative:
Inspected one opened/used partial sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
The information provided in section d with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Suspend before low limit in sensor settings was at 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Blood glucose at the time of the call was 164 mg/dl. Customer had blood glucose ranging from 180-230 mg/dl which was treated with insulin pump. Customer also reported bleeding during sensor insertion. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.